Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are mynx but the catalog and lot numbers are not available. Arokiaraj, m. C. (2018). Emergency coronary angioplasty with stenting using cordis® diagnostic coronary catheters when there is difficulty in engaging guide catheters and bench evaluation of diagnostic and guide catheters. Revista portuguesa de cardiologia, 37(2), 117-125. Doi:10.1016/j.repc.2017.04.007. As noted in a literature publication by arokiaraj, emergency coronary angioplasty with stenting using cordis diagnostic coronary catheters when there is difficulty in engaging guide catheters and bench evaluation of diagnostic and guide catheters; rev port cardiol. 2018;37(2):117---125; it was reported that coronary artery dissection occurred in one patient which was treated by a stent. The author aimed to evaluate the use of cordis infiniti diagnostic catheters to perform angioplasty in patients in whom the coronaries cannot be engaged using standard guide catheters. The device was not returned for analysis. Product history review could not be performed due to the device lot number being unknown. The adverse event of coronary artery dissection cannot be confirmed due to the nature of the event and the relationship to the device. The device was not returned for analysis and procedural films were not provided. The exact cause could not be determined. Per the instructions for use, which is not intended as a mitigation ¿cordis catheters are designed to deliver radiopaque contrast medium to selected sites in the vascular system. Procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include but are not limited to the following: air embolism, hematoma at the puncture site, infection, perforation of the vessel wall.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As noted in a literature publication by arokiaraj in emergency coronary angioplasty with stenting using cordis diagnostic coronary catheters when there is difficulty in engaging guide catheters and bench evaluation of diagnostic and guide catheters; rev port cardiol. 2018;37(2):117---125; report coronary dissection occurred in one patient which was treated by a stent. The author aimed to evaluate the use of cordis infiniti diagnostic catheters to perform angioplasty in patients in whom the coronaries cannot be engaged using standard guide catheters.